Event description:
The stelo by dexcom does not function at all as advertised. Customer service is terrible. I've had 4 different devices so far and had an issue with each one. One of the 4 was dead right out of the box. The other three were only accurate for 3 days. After that readings were consistently off by at least 30 points, worsening with time despite dexcoms claim of 15 days. Customer support kept just providing canned responses that my finger pokes were wrong despite my most recent a1c labs reading at 5.1 and this device giving saying my average blood sugar was over 180. Grossly inaccurate. Customer support is terrible. You get stuck with an ai. Half my claims have gone unanswered. The other half were canned responses in an email that I couldn't respond back to because I'd get a delivery failed response because they don't accept emails from outside their organization. This company is scamming people 100s of dollars for devices that dont work when most of the problem could be solved with the calibration option they already offer on the dexcom which is exact same thing. Pt code: 4582. Device codes: 3023, 1535, 1506. Reference reports mw5183249, mw5183250, mw5183252.